Manufacturer narrative:
Correction to field h6 patient codes. The analysis of the returned ipg revealed that while the device could be charged, but it failed to establish communication with a known functioning remote control and cp. This issue prevented the analysis of the data log and functional testing. Internal electrical measurements indicated that the u7 component was stuck in a low state and could not be reset with the application of a magnet. This issue stopped the device from going through its normal bootup process and entering a fail-safe mode in its boot loader state, as designed. Consequently, an ipg in this condition would be unable to stimulate or communicate, and its charging capability would be limited. The device would not meet the minimum charge current required to fully charge its battery within the specified time. The exact cause of this failure could not be determined, and there is no established workaround. Additionally, resetting the device erases all failure mode data, making it impossible to replicate the issue. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, the IFU documents loss of adequate stimulation, and motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems as known risks with the use of deep brain stimulation. With all the available information, boston scientific concludes the cause of the loss of stimulation is likely due to the output of the hall effect switch (u7) being stuck in a low state, with the output state not resetting after magnet application.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of inability to walk and incontinence most likely due to the loss of therapy from the implantable pulse generator (ipg). Attempts to establish communication between the ipg using the remote control (rc) and a clinician programmer (cp) were made, however were unsuccessful. The patient underwent an ipg replacement and was discharged from the hospital. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of inability to walk and incontinence most likely due to the loss of therapy from the implantable pulse generator (ipg). Attempts to establish communication between the ipg using the remote control (rc) and a clinician programmer (cp) were made, however were unsuccessful. The patient underwent an ipg replacement and was discharged from the hospital. The patient did well post-operatively.